Manufacturer narrative:
A report of high impedance was communicated to abbott. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced resolving the issue. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause the of the reported event could not be conclusively determined.

Event description:
It was reported the patients lead displayed high impedance. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced resolving the issue.